Event description:
When starting a pulmonary vasoreactivity test with dose escalation of nitroprusside, which is administered through the lumen of a swartz introducer, the patient reported pain at the insertion site of the introducer, at the right jugular. Infiltration of medication was evident. Measurements were suspended and when removing the introducer, a crack was observed in the medical device.

Manufacturer narrative:
The device was not returned. One image was submitted to product performance engineering. The following visual inspection was based solely upon a review of the image provided. The sheath shaft appeared torn just distal to the sheath hub. The cause of the observed tear remains unknown.